Event description:
Additional information received reported the patient was still having concerns with her device or therapy as of (B)(6) 2012. The patient had follow-up appointments scheduled with her doctor or manufacturer representative on (B)(6) 2012 and (B)(6) 2012. It was reported that the situation had been resolved as of (B)(6) 2012.

Event description:
It was reported that the patient never had therapeutic effect. She had loss of bladder control and was still experiencing incontinence and urgency. She turned her stimulation up yesterday to 3.3v, and it seemed to have helped her symptoms, but not by 50% or better. She was feeling the stimulation in her rectum area and it was stronger when she sits down. The patient was having difficulties sleeping on her back, as she felt a shocking sensation in the pocket site. The patient was currently on program 2 at 3.3v. When she tried program 3 at 1.3v, she felt pain at the pocket site that was more like pressure than anything, as well as tingling in her vaginal area. The patient tried program 4 at 2.0v and felt it back in her rectum. Program 1 at 3.8v seemed to be the best for the patient, as she felt this in her bike seat area. The patient was directed to her physician. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).